Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 80 bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored additive form. The following information was provided by the initial reporter: "it found that it appeared fibrin filaments."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for visual evaluation. All were confirmed to have additive present. In addition, the retention samples were further evaluated for fibrin formation after blood collection. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin/fibrin mass because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to fibrin/fibrin clots. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that 80 bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored additive form. The following information was provided by the initial reporter: "it found that it appeared fibrin filaments."